Event description:
It was reported that the patient had a "bad lead" and it needs to be replaced. The lead was capped and a new lead was implanted. No patient complications were reported as a result of this event. It was further reported that the patient was not feeling well due to the "bad lead."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a "bad lead" and it needs to be replaced. The lead was capped and a new lead was implanted. No patient complications were reported as a result of this event.